Event description:
The hospital have reported damage to a pfc femoral inserter . The damage appears to be on the right hand side plastic block. It¿s not known how and when this has occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Examination of the photographic evidence did confirmed the allegation. Based in the attached evidence, it was observed that both nylon blocks exhibited wear conditions and one of the blocks presented a chipping on the edge. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.